Event description:
--

Manufacturer narrative:
Additional information was received which noted that the patient had a shock test in 2012 to make sure the system was working appropriately despite out of range values. At this time the system remains implanted and the physician elected not to follow the patient via latitude.

Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.